Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, oversensing and variability high hv lead impedance were observed. Lead will be monitored.